Event description:
It was reported that suregry time was extended greater than 30 minutes while attempting to insert the device. A back-up device was available and the surgery was successful with no other reported incidents.

Manufacturer narrative:
All critical interlocking dimensions were checked. No features were found to be out of the print specification.